Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0147 boston scientific lead, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported by the patient's daughter that the patient is deceased. The caller implied that the implantable cardioverter defibrillator (ICD)system may have been related to the death of the patient. A cause of death was not provided. No additional information is available. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.